Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the usm to resolve the issue with pushed black pin that was causing tool engagement issue. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue of pushed black pin causing tool engagement issues. The unit was tested on an in-house system and it failed normal mode because the unit failed to engage sterile adapter. During inspection, front middle pin was stuck and damaged. The unit was also tested on the pftp and passed lissajous, direction test, sine cycle, carriage friction test, brake hold, brake release, carriage sensors check, and brake advanced test. Presence pins will be replace as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, instrument engagement issues on arm 3 were noted. The site had difficulty swapping out a stapler on arm 3 and arm 3 was blinking yellow. The customer tried to power cycle multiple times. They reseated the drape on arm 3 and replaced the drape on arm 3 with no change. The technical support engineer (tse) had the customer to emergency power off (epo) the patient side cart (psc) with no change. The surgeon stated that they needed all four arms for this procedure. The tse had them remove the drape from arm 3; after removing the drape on arm 3 and had them inspect the presence pins. The caller stated that the bottom black pin was sticking in. The tse suggested trying and free the pin; the pin was moving but stills sticking in. Then, the customer tied re-draping and redocking but arm 3 kept flashing yellow when they tried to install another instrument. The customer decided to swap out the patient side cart (psc) to another da vinci psc that was available.